Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned to depuy synthes for evaluation, however photo was provided for review. Review of the provided photo revealed that one of the prongs of the extractor is broken off and device shows signs of scratches. ¿ additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. According to the information received, "when removing an attune rp insert trial the removal took broke". ¿ ¿the product was not returned to depuy synthes, however photo was provided for review. See attachment ¿img_3709¿. ¿ the photo investigation revealed that revealed that one of the prongs of the 254500138, attune tibial trial extractor is broken off and device shows signs of scratches. ¿ the observed breakage of the device can be attributed to a combination of excessive force in a prying motion and overload of the material. ¿ ¿ the overall complaint was confirmed as the observed condition of the 254500138, attune tibial trial extractor would contribute to the complained device issue. ¿ based on the investigation findings, potential cause can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while removing an attune rp insert trial the removal took broke. There was no surgical delay and no patient consequences.